Event description:
Had hernia surgery, they used marlex mesh, the mesh did not hold, the hernia broke through which has caused severe nerve damage. I am scheduled to have repeated surgery to repair the hernia again. The surgeon has proposed that he will cut the nerves, which will leave permanent numbness. I also had the same surgery by a different doctor in 2005, that mesh also failed, which resulted in the latest surgeries.